Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, during valve loading, significant resistance was encountered when removing the capsule guide tube. A fluoroscopic load inspection showed a paddle positioned outside the paddle box, but implantation was attempted despite this observation. The capsule then failed to open as intended and the device was withdrawn. A new valve was loaded and the implantation was successfully completed. No patient complications have been reported as a result of this event.